Event description:
The customer reported that the battery was not charging. Reportedly, the customer charged the esprit battery overnight and the unit will not run on battery. The customer reported that there was no patient involvement.